Event description:
A mallet broke into two pieces, mallet head and handle, while hammering in knee implants. The soldering that holds the handle and mallet head together came apart. An x-ray was taken prior to closing the incision per the physician. The x-ray of knee wound was read by the physician as negative for foreign bodies. Both pieces along with a patient label were given to the charge nurse. This is a reusable instrument that the hospital resterilizes. We do not know how many times it was resterilized. The mallet was sent back to the firm for repair.